Manufacturer narrative:
The ventilator was inspected on site. It was reported that the ventilator generated a technical alarm indicating a turbine module failure during ventilation. The fault was isolated to the turbine module; the turbine module was replaced and returned for investigation. Simulated use testing of the received turbine module reproduced the reported issue after fourth-four hours of ventilation on a test lung. The evaluation of the returned device logs can also confirm the event regarding the generated technical alarm during ventilation. Our investigation has concluded that a defect turbine in the turbine module caused the unit to generate a technical alarm during ventilation. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).